Event description:
Asku

Event description:
It was reported that the lead was removed and replaced due to inappropriate therapies caused by noise. No further patient complications were reported as a result of this event. Additionally, alleges the patient has sustained and will continue to sustain severe physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective' and fractured lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; distal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; distal segment returned and analyzed.